Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet wireless charging pad did not power on and initially did not charge the ilet, consistent with a charging problem involving the battery charger; subsequent troubleshooting showed a solid green light and confirmed the ilet was charging. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem localized to the charger component. The ilet ultimately charged when the charger displayed a solid green light, indicating charging functionality at the time of follow-up. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.